Event description:
It was reported to technical services on (B)(6) 2011, that this IV lead has increasing thresholds. The thresholds were 1.3v and now re 2.7v with some syncope, loss of capture. Further testing and discussion will take place with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).